Event description:
A nurse reported that there was no endoscopic video picture displayed in the 'video' quadrant at the navigate task during a functional endoscopic sinus surgery (fess). When she selected 'admin' button to adjust video signal, the software exited to the blue medtronic screen. System was rebooted. They launched fusion ent again but the patient registration was not there. The patient was re-registered with tracer. Again they attempted to proceed to navigate but there was no video input display again. They selected the "admin" button again and the software exited. Instructed them to select control-alt-backspace; the application exited. They re-launched the application, the registration was saved and they were to proceed back to navigate. They were instructed by the medtronic tech services representative not to select "admin". There was about a 20 minute delay in the case during troubleshooting. The fess case was completed without using the endoscopic video displayed on the fusion. No negative impact on the patient outcome was reported.

Manufacturer narrative:
A medtronic representative removed the cpu and installed an upgraded version of cpu. Testing after computer upgrade found system to be fully functional. No further issues reported after upgrade.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.